Manufacturer narrative:
H10, h3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. An analysis of the customer provided images found that the meniscal loops had separated from the handles or bent away from the handles on at least two devices. This is most often caused by attempted removal from the packaging by pulling the shaft rather than pushing behind the plastic packaging to pop out the handle. A visual inspection revealed that both meniscal loops from the set were returned. One had broken off of the handle at the weld, and the other was bent upwards. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The complaint was confirmed and the root cause was associated with device design. Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a lateral meniscus tear surgery, the retrieving loops from the meniscal mender kit are packed really tight in the plastic tray and are very difficult to remove. As a result, one of the loops broke at the handle/shaft connection. The procedure was completed with a smith and nephew back up device. No patient injury, delays or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.